Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was well connected and plugged into the monitor, but the monitor screen was black and other values were not displayed. However, other values could be displayed after unplugging, but the device could not be calibrated to zero. There was patient involvement and no patient harm/adverse event reported. There were five quantities affected.

Manufacturer narrative:
Investigation summary: five used samples outside their original package were received for investigation and decontaminated. Subassembly a950-02 of returned samples were subjected to the following testing: electrical testing: two (2) out of five (5) returned samples were found rejected during electrical test. Vaccuum testing: three (3) out of five (5) returned samples were found rejected during testing. Air leak testing: four (4) out of five (5) returned samples were found rejected during testing. The four (4) returned samples that failed the vacuum and air tests were submerged into a container with water and air was applied to the device to identify the source of the leakage. The four (4) devices leaked from subassy a950-02 as bubbles were observed to be formed through these components. The four (4) returned samples were visually inspected by removing cover pn: 300-288 to verify the solder appearance. It was observed that electrical boards exhibited corrosion condition. Complaint is confirmed for the failure mode ¿values were not displayed¿ through the device analysis executed on the returned samples. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4346096 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4345850 and 4345855 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.